Event description:
On (B)(6) 2016, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The ipsilateral limb of the trunk-ipsilateral leg component was implanted in the left common iliac artery. On an unknown date, follow-up examination reportedly identified dilation of the left common and left internal iliac arteries, and aneurysm enlargement (amount unknown). On (B)(6) 2022, a reintervention was performed whereby a lumbar artery was coil embolized due to type ii endoleak originating from bilateral iliolumbar arteries to lumber artery. The left internal iliac artery then was coil embolized, and a stent graft was implanted to extend from the left common iliac artery to the left external iliac artery. The patient tolerated the procedure. According to the report, the diameter of the aneurysm was small, and the change of the aneurysm diameter was minimal compared to the preoperative computed tomography scan (measurements not provided). The reintervention was seen as a prophylactic procedure.

Manufacturer narrative:
(B)(4). It should be noted the conformable gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement.¿ per IFU, users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, physician and patient should review the risks and benefits when discussing this endovascular device and procedure, including the possibility that subsequent interventional or open surgical repair of the aneurysm may be required after initial endovascular repair.